Manufacturer narrative:
This known failure mode was analyzed at the parent company in (B)(6) and all parts met design specifications. It was, however noted, that these parts had failed because they had seen unusual stress which allowed them to fatigue and break. It was decided that the part could be changed to a different material that would be able to withstand more severe use and not fatigue. A new design of this part has been implemented into production. The re-designed part has been issued to the client to address this reported failure. The DHR for this device was reviewed and chair met specifications prior to distribution.

Event description:
Received report from end users wife that the back canes on the ps seating system had broken. Wife reports that the incident occurred just after she transferred the end user into the chair. Reports are end user was using the tilt feature to reposition himself further back into the seating when both back canes failed. This reported failure caused the back of the seating to fall and the end user to fall back out of the chair. Wife reports she is a registered nurse, and after a physical evaluation of the end user, she did not note any injuries that required medical attention. Reports are end user has a general soreness in an area around his shoulder, but nothing to the point to require medical intervention.